Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. The medical event occurred in the city of (B)(6).

Event description:
Customer¿s father reported that on (B)(6) 2018 customer received ¿replace sensor¿ message from his adc freestyle libre sensor after seven days of wear. Caller further reported the customer was given glucosprint (an oral form of dextrose). Caller noted the customer was not experiencing any symptoms at the time. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product was returned an extended investigation has been performed for the reported complaint and it was determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The serial number ((B)(4)) of the customer¿s product is determined to be valid. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s father reported that on (B)(6) 2018 customer received ¿replace sensor¿ message from his adc freestyle libre sensor after seven days of wear. Caller further reported the customer was given glucosprint (an oral form of dextrose). Caller noted the customer was not experiencing any symptoms at the time. No further treatment was required. There was no report of death or permanent injury associated with this event.